Manufacturer narrative:
The insulin pump was received with intermittent button response due to a keypad connector on the lcd board being unlocked. The unit also had a cracked case at a display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump had a keypad anomaly; the customer has to tap one of the buttons on the kitchen counter in order for it to work. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.